Event description:
On (B)(6) 2012, the complaint zilver ptx stent was placed against a 50% stenosed lesion in the left upper sfa of the patient. On (B)(6) 2014, occlusion distal to the lesion where the complaint stent was implanted was confirmed. Worsened claudication and worsened rutherford were observed with the patient. Pta and stent placement was performed against the (B)(6) 2014 the condition of the patient improved. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Manufacturer narrative:
Additional PMA/510(k) #: s001. (B)(4). This information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.